Event description:
Patient reported left side cellulitis. In addition patient reported redness, soreness, hot to the touch. Healthcare professional also reported left side removal "due to voluntary recall" and "recurrent cellulitis." Device was explanted.

Manufacturer narrative:
The reason for reoperation was recurrent cellulitis, symptoms that included redness, soreness, hot to the touch and removal due to voluntary recall. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was cellulitis. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side cellulitis. Device was explanted.